Manufacturer narrative:
This report has been submitted on august 05, 2021.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.